Manufacturer narrative:
E1: name: (B)(6). Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 8021545.

Event description:
It was reported that the patient faced hyperglycemia event on 23 apr 2026. The blood glucose level was 300mg/dl and was treated with pump. Patient reported infusion set was inserted into insufficient subcutaneous tissue leading to bent cannula. The insertion site was abdomen. The infusion set was in use for one day.